Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device- location of device: right fallopian tube / malposition of essure device/malposition of essure device/ right fallopian tube wrapped around coil and coil punctured"), abdominal pain lower ("severe lower abdominal pain / lower abdominal area pain") and genital haemorrhage ("abnormal bleeding(general)/abnormal bleeding general") in a 26-year-old female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the first essure was carefully attempted to be placed through the port however the tip did bend". The patient's past medical history included multigravida, parity 2 (((B)(6) 2005, (B)(6) 2007)), induced abortion, pre-eclampsia, macrosomia, heart murmur in (B)(6) 2008, hematuria, allergic rhinitis in 2005, gravida ii, wisdom teeth removal in 2001, parity 1 in 2007, yeast infection, groin pain, dizziness, swelling nos, numbness, visual impairment, rhinitis, anemia, proteinuria, sinusitis, sinus pain, bunion operation, spotting vaginal, normal pregnancy, hematuria and seasonal allergy. Denied tobacco, denied history of abnormal pap smear. Previously administered products included for birth control: depo provera from 2002 to (B)(6) 2008; for alopecia areata: steroid; for migraine headache: zomig and midrin; for an unreported indication: zyrtec in 2003. Past adverse reactions to the above products included neck pain with zomig. Concurrent conditions included morbid obesity, seasonal allergy, adjustment disorder since 2009, increased appetite, nausea, alcohol use, thrombocytosis, acne, irregular periods, endometriosis, depression, photophobia, chest pain, palpitation, ischemic heart disease, myocardial infarction, congestive heart failure, leg edema, change of bowel habit, urinary frequency and emesis. Family history included cholesterol levels raised (father), cancer (paternal grandmother), diabetes (paternal uncle), thyroid disorder (grandmother), hypertension (father), hypothyroidism (maternal grandmother), eczema (grandmother) and fever (father and mother). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as cetirizine hydrochloride (zyrtec) since 2003, ibuprofen, multivitamin, para-seltzer (excedrin) and sertraline (zoloft) since (B)(6) 2009. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and arthralgia ("ankle joint pain / below the knee pain / hip joint pain"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2010, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems/dental problems"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with paracetamol (tylenol regular), ibuprofen (motrin), sumatriptan (imitrex), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy cystoscopy) and surgery (underwent laparoscopic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, tooth disorder, alopecia, weight increased, headache, allergy to metals, bladder disorder, urinary tract disorder, bacterial vaginosis and arthralgia outcome was unknown, the abdominal pain lower, genital haemorrhage, menstrual disorder, back pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring following surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both tubes occluded / bilateral occlusion after successful essure implantation procedure, doctor visually confirmed four to five trailing coils within the left uterine cavity and ten to eleven on the right. On (B)(6) 2009, pelvic ultrasound : with exception of what appears to be a right essure coil extending in to the uterine fundal endometrium, this is a normal pelvic ultrasound. On (B)(6) 2009, ultrasound of pelvis : uterus measuring 9.8 x 4.2 x 4.4 cm, with a normal endometrial stripe measuring 1 cm, with bilateral assure (as written) coils within the uterus and extending into the uterine fundus. Ovaries are bilaterally normal on (B)(6) 2009, MRI showed, metallic artifact representing essure (as written) implants noted within the uterine body extending into the proximal uterine tube, increased vasculature within the pelvis that could be seen as pelvic congestion syndrome on (B)(6) 2009, surgical pathological report: the specimen is received in one formalin filled container labeled with patient uterus, cervix, tubes, cervix with essure coils. The specimen consists of one uterus with cervix and attached bilateral fallopian tubes. Specimen weighs 95 grams. The uterus measures 4.7 cm from cornu to cornu and 5.5 cm from fundus to endocervical os. Myometrial wall thickness measures at 1.4 cm. No modules are identified within the myometrium. The cervical canal measures 2.6 cm in length and multiple nabothian cysts are identified within the cervical mucosa. One metal coil was identified adherent to the anterior wall of the uterus, 0.5 cm from fundus. The coil measures 1.1 cm in length and 0.2 cm in diameter. The right fallopian tube measures 5.0 cm in length and approximately 0.7 cm in diameter. On cut section, the fallopian tube was grossly patent. The left fallopian tube measures 6.2 cm in length and 0.6 cm in diameter. The lumen of the tube was grossly patent. The specimen was held overnight for fixation on (B)(6) 2009, CT of pelvis: changes consistent with recent hysterectomy with free fluid versus postoperative seroma noted in the dependent pelvis. No evidence to suggest active hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Event outcome updated for event pain , abnormal bleeding cramping. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device- location of device: right fallopian tube / malposition of essure device/malposition of essure device"), abdominal pain lower ("severe lower abdominal pain / lower abdominal area pain") and genital haemorrhage ("abnormal bleeding(general)/abnormal bleeding general") in a 26-year-old female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the first essure was carefully attempted to be placed through the port however the tip did bend". The patient's past medical history included multigravida, parity 2 (((B)(6) 2005, (B)(6) 2007)), induced abortion, pre-eclampsia, macrosomia, heart murmur in (B)(6) 2008, hematuria, allergic rhinitis in 2005, gravida ii, wisdom teeth removal in 2001, parity 1 in 2007, yeast infection, groin pain, dizziness, swelling nos, numbness, visual impairment, rhinitis, anemia, proteinuria, sinusitis, sinus pain, bunion operation, spotting vaginal and normal pregnancy. Denied tobacco, denied history of abnormal pap smear. Previously administered products included for birth control: depo provera from 2002 to (B)(6) 2008; for alopecia areata: steroid; for migraine headache: zomig and midrin; for an unreported indication: zyrtec in 2003. Past adverse reactions to the above products included neck pain with zomig. Concurrent conditions included morbid obesity, seasonal allergy, adjustment disorder since 2009, increased appetite, nausea, alcohol use, thrombocytosis, acne, irregular periods, endometriosis, depression, photophobia, chest pain, palpitation, ischemic heart disease, myocardial infarction, congestive heart failure, leg edema, change of bowel habit, urinary frequency and emesis. Family history included cholesterol levels raised (father), cancer (paternal grandmother), diabetes (paternal uncle), thyroid disorder (grandmother), hypertension (father), hypothyroidism (maternal grandmother), eczema (grandmother) and fever (father and mother). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as cetirizine hydrochloride (zyrtec) since 2003, ibuprofen, multivitamin, para-seltzer (excedrin) and sertraline (zoloft) since (B)(6) 2009. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and arthralgia ("ankle joint pain / below the knee pain / hip joint pain"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2010, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems/dental problems"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with paracetamol (tylenol regular), ibuprofen (motrin), sumatriptan (imitrex), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, tooth disorder, vaginal haemorrhage, menorrhagia, alopecia, weight increased, dysmenorrhoea, headache, allergy to metals, bladder disorder, urinary tract disorder, bacterial vaginosis and arthralgia outcome was unknown, the abdominal pain lower, genital haemorrhage, menstrual disorder, back pain and dyspareunia had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring following surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both tubes occluded / bilateral occlusion after successful essure implantation procedure, doctor visually confirmed four to five trailing coils within the left uterine cavity and ten to eleven on the right. On (B)(6) 2009, pelvic ultrasound : with exception of what appears to be a right essure coil extending in to the uterine fundal endometrium, this is a normal pelvic ultrasound. On (B)(6) 2009, ultrasound of pelvis : uterus measuring 9.8 x 4.2 x 4.4 cm, with a normal endometrial stripe measuring 1 cm, with bilateral assure (as written) coils within the uterus and extending into the uterine fundus. Ovaries are bilaterally normal. On (B)(6) 2009, MRI showed, metallic artifact representing essure (as written) implants noted within the uterine body extending into the proximal uterine tube, increased vasculature within the pelvis that could be seen as pelvic congestion syndrome. On (B)(6) 2009, surgical pathological report: the specimen is received in one formalin filled container labeled with patient uterus, cervix, tubes, cervix with essure coils. The specimen consists of one uterus with cervix and attached bilateral fallopian tubes. Specimen weighs 95 grams. The uterus measures 4.7 cm from cornu to cornu and 5.5 cm from fundus to endocervical os. Myometrial wall thickness measures at 1.4 cm. No modules are identified within the myometrium. The cervical canal measures 2.6 cm in length and multiple nabothian cysts are identified within the cervical mucosa. One metal coil was identified adherent to the anterior wall of the uterus, 0.5 cm from fundus. The coil measures 1.1 cm in length and 0.2 cm in diameter. The right fallopian tube measures 5.0 cm in length and approximately 0.7 cm in diameter. On cut section, the fallopian tube was grossly patent. The left fallopian tube measures 6.2 cm in length and 0.6 cm in diameter. The lumen of the tube was grossly patent. The specimen was held overnight for fixation. On (B)(6) 2009, CT of pelvis: changes consistent with recent hysterectomy with free fluid versus postoperative seroma noted in the dependent pelvis. No evidence to suggest active hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device- location of device: right fallopian tube / malposition of essure device"), abdominal pain lower ("severe lower abdominal pain / lower abdominal area pain") and genital haemorrhage ("abnormal bleeding(general)") in a (B)(6) year-old female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the first essure was carefully attempted to be placed through the port however the tip did bend". The patient's past medical history included multigravida, parity 2 (((B)(6) 2005, (B)(6) 2007)), induced abortion, pre-eclampsia, macrosomia, heart murmur in (B)(6) 2008, hematuria, allergic rhinitis in 2005, gravida ii, wisdom teeth removal in 2001, parity 1 in 2007, yeast infection, groin pain, dizziness, swelling nos, numbness, visual impairment, rhinitis, anemia, proteinuria, sinusitis, sinus pain, bunion operation, spotting vaginal and normal pregnancy. Denied tobacco, denied history of abnormal pap smear. Previously administered products included for birth control: depo provera from 2002 to (B)(6) 2008; for alopecia areata: steroid; for migraine headache: zomig and midrin; for an unreported indication: zyrtec in 2003. Past adverse reactions to the above products included neck pain with zomig. Concurrent conditions included morbid obesity, seasonal allergy, adjustment disorder since 2009, increased appetite, nausea, alcohol use, thrombocytosis, acne, irregular periods, endometriosis, depression, photophobia, chest pain, palpitation, ischemic heart disease, myocardial infarction, congestive heart failure, leg edema, change of bowel habit, urinary frequency and emesis. Family history included cholesterol levels raised (father), cancer (paternal grandmother), diabetes (paternal uncle), thyroid disorder (grandmother), hypertension (father), hypothyroidism (maternal grandmother), eczema (grandmother) and fever (father and mother). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as cetirizine hydrochloride (zyrtec) since 2003, multivitamin and sertraline (zoloft) since (B)(6) 2009. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and arthralgia ("ankle joint pain / below the knee pain / hip joint pain"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2010, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with paracetamol (tylenol regular), ibuprofen (motrin), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy cystoscopy) and surgery (underwent laparoscopic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, tooth disorder, vaginal haemorrhage, menorrhagia, alopecia, weight increased, dysmenorrhoea, headache, allergy to metals, bladder disorder, urinary tract disorder, bacterial vaginosis and arthralgia outcome was unknown, the abdominal pain lower, genital haemorrhage, menstrual disorder, back pain and dyspareunia had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring following surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both tubes occluded / bilateral occlusion after successful essure implantation procedure, doctor visually confirmed four to five trailing coils within the left uterine cavity and ten to eleven on the right. On (B)(6) 2009, pelvic ultrasound : with exception of what appears to be a right essure coil extending in to the uterine fundal endometrium, this is a normal pelvic ultrasound. On (B)(6) 2009, ultrasound of pelvis : uterus measuring 9.8 x 4.2 x 4.4 cm, with a normal endometrial stripe measuring 1 cm, with bilateral assure (as written) coils within the uterus and extending into the uterine fundus. Ovaries are bilaterally normal. On (B)(6) 2009, MRI showed, metallic artifact representing essure (as written) implants noted within the uterine body extending into the proximal uterine tube, increased vasculature within the pelvis that could be seen as pelvic congestion syndrome on (B)(6) 2009, surgical pathological report: the specimen is received in one formalin filled container labeled with patient uterus, cervix, tubes, cervix with essure coils. The specimen consists of one uterus with cervix and attached bilateral fallopian tubes. Specimen weighs 95 grams. The uterus measures 4.7 cm from cornu to cornu and 5.5 cm from fundus to endocervical os. Myometrial wall thickness measures at 1.4 cm. No modules are identified within the myometrium. The cervical canal measures 2.6 cm in length and multiple nabothian cysts are identified within the cervical mucosa. One metal coil was identified adherent to the anterior wall of the uterus, 0.5 cm from fundus. The coil measures 1.1 cm in length and 0.2 cm in diameter. The right fallopian tube measures 5.0 cm in length and approximately 0.7 cm in diameter. On cut section, the fallopian tube was grossly patent. The left fallopian tube measures 6.2 cm in length and 0.6 cm in diameter. The lumen of the tube was grossly patent. The specimen was held overnight for fixation. On (B)(6) 2009, CT of pelvis: changes consistent with recent hysterectomy with free fluid versus postoperative seroma noted in the dependent pelvis. No evidence to suggest active hemorrhage . Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs + mr received- new events, "dental problems, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hair loss, weight gain, dysmenorrhea (cramping), perforation (fallopian tubes) / migration of essure device- location of device: right fallopian tube / malposition of essure device, headaches, nickel allergy, abnormal bleeding(general), pain, bladder problems or changes, urinary problems or changes, bacterial vaginosis, ankle joint pain / below the knee pain / hip joint pain, the first essure was carefully attempted to be placed through the port however the tip did bend" were added. Lot number was added. New reporter were added. Historical and concomitant conditions, family history and treatment medication were added. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (underwent laparoscopic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the abdominal pain lower, menstrual disorder, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, menstrual disorder and migraine to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring following surgery. Diagnostic results: after successful essure implantation procedure, doctor visually confirmed four to five trailing coils within the left uterine cavity and ten to eleven on the right. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report